Event description:
Related manufacturer reference: 3005334138-2015-00070, 3005188751-2015-00064, 3005188751-2015-00065. During a cardiac ablation procedure, a pericardial effusion occurred. After all devices were removed, the patient became hypotensive. A transesophageal echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.